Event description:
A malfunction was reported on a pump, though no significant events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which they understood.